Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was difficult to remove. A 330cm rotawire was selected for use. During procedure, it was noted that device was difficult to remove. The procedure was completed with another of the same device. There were no patient complications reported.